Event description:
A phone call was made to the customer's mother in order to follow up on a call she had made previously regarding high blood glucose levels. The mother stated that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. The mother stated that she was lethargic, and was unable to regulate her blood glucose levels. The customer also experienced vomiting, dehydration and a viral infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.